Manufacturer narrative:
Investigation: visual inspection revealed that tip of the heater was coming out of the slot. The hot and cold silicone jaw boot tips were peeling off the jaws. The jaws were somewhat burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro 2 insulation (plastic) had partially peeled back. About half way through use, it was noticed that the tool was not cutting well and not heating well and there was some smoke. Pulled the entire cannula out to inspect and clean and noticed that the jaw boot had partially peeled back. The pa repositioned the insulation back on the tip and continued to use. About 5 to 10 minutes later, there was more smoke and it was not cutting properly. It was again removed and it was noticed that the entire metal plate was separated from the jaw. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.